Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was later reported that the patient had the pump and catheter replaced on 2014-(B)(6) due to a fractured catheter and the pump refill discrepancy.

Event description:
It was reported that the expected reservoir volume (erv) was 2-3 milliliters (ml) and the actual reservoir volume (arv) was 36 ml. The cause of the discrepancy at the time of the refill was unknown. The surgeon and company representative were not present at the refill. A dye study was performed which did not reveal any breaks in the catheter. Surgical intervention was performed which at that time it was revealed that the patient was probably a ¿pump flipper¿ and a large portion of the catheter was twisted in the pump pocket. Upon further investigation when the surgeon opened up the back at catheter site, the patient had completely pulled the catheter out of the epidural space. No obvious breaks in the catheter were noted. The surgeon cut the catheter in half to remove it prior to replacing both the catheter and pump. The patient had experienced less than 50% therapy relief along the catheter track. At the time of the report the patient's status was reported as alive-no injury. This issue was reported as resolved. This device sys tem delivered morphine. It was assumed the patient was doing well as the physician had not reported the patient having further problems. Should additional information be received a supplemental report will be filed.